Event description:
Report received of evidence of arcing noted on the pump's power cord electrical plug. The pump was returned from clinical service with the complaint that the nurse observed sparks inside the opaque electrical plug of the pump power cord. The nurse reported that while the pump was plugged into ac power, she powered on the pump and set the parameters. The pump then sounded an audible alarm and displayed the message low battery. At the time, the nurse observed sparks inside the opaque plug. The pump was never on a patient and was removed from clinical service. When the pump was received in the customer's biomedical department, the pump was plugged into an ac outlet to charge the battery. The biomedical technician noted that sparks were constant inside the plug. At this time, the pump was reported to power on and off on it's own. The biomedical technician unplugged the pump and noted that the ground plug was intact, but the other 2 prongs on the plug were loose, and there was evidence of arcing on the plug. Though requested, there was no further information available.